Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found from this box 1 out of 3 that clogged during injection.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-may-2023. Investigation summary: the customer returned (8) used pen ndl 32ga 4mm pro pen needles reporting needle clog. All (8) pen needles were visually examined and observed broken non-patient end on 4 samples and bent non-patient end on 3 samples, and a bent cannula on 1 sample. Pen needles were clogged during priming due to the non-patient end was broken/bent. Since the pen needle npe was broken it is not possible to attach properly to the pen injector. Based on the samples returned, embecta was able to confirm the reported failure. The root cause cannot be determined as the return samples were open. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found from this box 1 out of 3 that clogged during injection.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found from this box 1 out of 3 that clogged during injection.